Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The device was powered up and the programming was lost. It was also found that the pwa board is not functioning properly. Based on the evidence, the complaint was confirmed. The problem source was identified as faulty microprocessor board.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. No adverse effects reported.

Event description:
Additional information indicated that it's unknow if there was any patient involvement.